Event description:
Woke up feeling air hunger, light headed, headache, dry cough, weak voice, feel feverish without fever, sweating, dizzy, foggy brain, heavy chest, heavy breathing with minimal exertion and nausea. I sought medical attention as I felt like I wasn't getting enough oxygen. I was given an EKG and covid test. (B)(4) diagnosed bronchitis but told me to call right away if symptoms become worse. FDA safety report ID # (B)(4).